Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer used apidra insulin and declined troubleshooting. The cartridge and infusion set were changed to address the event. Tandem's technical support educated the customer on insulin labeling. Blood glucose was 145 mg/dl.